Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305902. Batch#: 4082651. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no item: 305902 quantity affected: 1 bx. Serial/lot number: (B)(4). Po : (B)(4). Are any samples available for return? Yes reported issue: 7/31 cst emailed in stating that the needle came out of the hub and stayed in the patient thigh, safety slide malfunction additional information provided: there wasn¿t any serious injury to the patient or to myself. The date of the incident was around (B)(6) 2024.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.